Event description:
An article was published in the american journal of ophthalmology in april 2012 titled, 'optimization of an implantable collamer lens sizing method using high-frequendy ultrasound biomicroscopy'. The article reports that nine eyes (11.1%) had a high vault (>1.0mm) after using a sizing method that uses high-frequency ultrasound biomicroscopy. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).